Event description:
A malfunction was reported by the customer regarding their pump, which displayed error code 16-0x20e6, preventing access to the device. There was no adverse impact to the customer's blood glucose level reported. The customer was provided a replacement pump for continued insulin therapy.